Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (386 mg/dl). Elevated level was treated by changing the infusion set and administering an insulin injection.